Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a left colectomy procedure. Reportedly, the instrument was difficult to open and jammed after firing. The hosp has reported no pt injury occurred.